Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, display doesn't turn on was reproduced as a black screen at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed liquid crystal display (lcd). The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump display did not turn on. The event occurred during testing in biomedical service department. There was no patient involvement. No additional information is available.